Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 opened but it was not registering that its open, so the cubie would not open, heard a clicking sound as the drawer opens. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 opens, but it was not registering that its open. A field service engineer (fse) powered down pyxis, removed full height drawer 4, and replaced the open/close sensor. Initial testing in hardware test application (hta) confirmed open/close detection, but the position sensor was found faulty. The fse then replaced the position sensor and its cable, reinstalled the drawer, and powered on the system. Final testing in hta, including a full drawer test with passing results saved to the d drive, confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.